Event description:
On 8/24/92 at 8:30 p.m. While transferring resident from wheelchair to bed via the use of a hoyer lift, it was reported by both nursing assistants involved in the transfer that the hoyer lift broke in mid transfer, causing resident to fall to floor. Resident complained of pain to right leg. Resident was sent to hospital emergency room for x-ray. Resident admitted to hospital for fracture of right femur. Upon examining the unit in question it was observed that the cross pin from the hoyer elbow joint had popped out of place during transfer causing resident to fall to the floordevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-92. Service provided by: user facility biomedical/bioengineering department. Service records available.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: invalid data. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, other. Invalid data - on device destroyed/disposed of status.